Event description:
A pt was to undergo coronary stenting to a chronic total occlusion (cto) form the proximal to mid rca. The target lesion was a 47mm, de novo, type c, concentric lesion. The vessel diameter was 3.0x3.5mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/20mm) at 8atm for 60seconds at the mid rca and 16atm for 30 seconds at the prox rca. A cypher (3.0/23mm) was omplanted at 12atm for 60seconds at the mid rca. Then cypher (3.0/18m) was implanted at 17atm for 60seconds proximal to the initial cypher overlapping it. Then a third cypher (3.5/18mm) was implanted at 17atm for 60 seconds proximal to the second cypher overlapping it. Four days later, the pt was scheduled for a pci of the lad, cag was conducted on the rca and thrombus was confirmed in all three of the implanted cypher stents.